Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket was relocated due to discomfort. The implantable pulse generator (ipg) remains implanted, and patient was doing well postoperatively.